Event description:
It was reported that during the procedure, a 2.5x15 rx xience xpedition stent was successfully deployed in the obtuse marginal artery. A second 3.5x18 rx xience xpedition stent was deployed successfully at the ostium of the left main. At this time, the physician realized that the proximal left anterior descending artery (lad) should also be stented; therefore, pre-dilatation was performed using a 2.0x12 mini trek balloon at 12 atmospheres. A 3.5x33 rx xience xpedition stent system was advanced; however, the stent system became caught on the 3.5x18 xpedition stent and could not cross. No force was applied. The stent system was withdrawn with resistance and the 3.5x33 stent was noted to be damaged but there was no breakage of the stent. There was no reported damage to the 3.5x18 stent. A new 3.5x33 rx xience xpedition stent system was advanced without resistance and the stent was deployed in the lad successfully. There was no adverse patient effect and no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue.